Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure and the device was not placed into surgery mode. Troubleshooting was attempted, but the ipg would not connect. The ipg is in service app mode and is inoperable. As a result, surgical intervention may occur.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
B5: event detail corrected.

Event description:
The ipg was placed into surgery mode prior to surgical procedure.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.